Event description:
Six hours after tracheostomy was performed and device was inserted into the stoma, noted that tracheostomy tube was detached from its flange. Detachment was not present upon insertion. After airway was stabilized, device was changed.